Manufacturer narrative:
Device was not returned for analysis.

Event description:
It was reported that 12 months post implant the patient presented with bilateral redness and inflammation along the tract of the implant, which progressed into wounds. Antibiotics were administered without improvement. Lesions were excised and sent for testing. Pathology results indicated a foreign body reaction. Afterward the patient was treated with steroids and the problem has since resolved with minimal scarring. No further complications have been reported.